Manufacturer narrative:
E1 reporter phone number: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the battery was faulty. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. Investigation is ongoing.

Manufacturer narrative:
H10: the unit was outside of clinical use; there was no report of harm. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The customer has decided to scrap the unit. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.